Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the criteria for the rv lead integrity alert were met. It was noted there were two non-sustained ventricular tachycardia (vt) episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2015 and the rv pace impedance was steady at 500 ohms through (B)(6) 2015, spiked to 1350 ohms (B)(6) 2015, then returned to previous levels. The lead failure predictor triggered on (B)(6) 2015 for ventricular sic and nsts.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered high impedance alarms and an increased frequency of sensing integrity counter (sic) were observed, along with high rate non-sustained ventricular tachycardia (vt) episodes. It was noted the physician suggested a possible "problem with the device itself", along with a suspected lead fracture or lead connection issue. The device and rv lead were re-connected and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.